Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: translated to english. The customer stated: "after blood collection, the hcp inverted the tube to ensure the whole blood was mixed thoroughly and placed it in the device. Then, the assay with the device gave an error due to clogging. The hcp checked the back of the tube cap and found that blood clots had been formed."